Event description:
Event description guidant received information that patient presented for a follow-up several days after falling onto the implant site and experiencing several episodes of nsvt. The implantable cardioverter defibrillator (ICD) was interrogated and it was noted that the system was oversensing. Pacing impedance was <200 ohms and a loss of capture was observed. The physician was unable to recreate noise with non-invasive maneuvers. During the replacement procedure, the lead system was thoroughly analyzed and found to be operating within specifications. The ICD and lead were removed.